Manufacturer narrative:
The navigation unit displaying "sensor unstable" functioned as designed. The measurement of 141 mm is not within the expected range. The device has not been returned for evaluation. A review of the device history record yields no evidence of anomalies in the manufacture of this device. If the device is returned for evaluation a follow-up report will be filed.

Event description:
Orthalign navigation unit showed a system fault 6 during calibration, prior to patient use. When obtaining the cup angle the navigation unit screen displayed "system unstable" and would not display angles. When obtaining leg length the navigation unit displayed a measurement of 141 mm shorter at the end of the case.

Manufacturer narrative:
Orthalign investigated the returned navigation unit. The events log from the navigation unit was downloaded and confirmed that the user experienced a system fault '6' (sensor test failure), and a fault 4 (key test failure) during the procedure. The system fault '6' failure explains the experience of the end user. A system fault '6' occurs during the power-up sequence of the navigation unit and indicates that the navigation unit's internal inertial measurement unit (imu) sensor exceeded the allowable operating ranges. This fault was reproduceable each time during the device's investigation. A fault of this nature indicates that the data relayed back to the navigation unit from the imu exceeds the allowable operational range, and as such the software safeguards against its usage by checking it during the power-up sequence. A faulty imu transmitting data outside of the allowable operational range can result in the system thinking that there is instability, and in general will provide inaccurate measurements/results during a procedure. It is suspected that the imu device's inoperable condition is a direct cause to the several issues encountered by the end-user. Orthalign has not been made aware of any injury to the patient nor any planned intervention as a result of this confirmed system fault. A review of the device history record yields no evidence of anomalies in the manufacture of this device. This report is being filed in an abundance of caution due to the potential risk of the system fault reporting inaccurate measurements.